Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, there was a perforation of the left atrium during ablation. Time of the perforation was unknown. It was observed after completion of the procedure. There were no anomalies during the procedure. The patient required extended hospital stay. There were no long term consequences for the patient. Additional information was requested, but no response has been received.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4).